Manufacturer narrative:
Other text: additional information provided in h6 and h10. Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Tamper seal was removed/broken. Event history log was reviewed and multiple downstream occlusion alarm/air in line alarms were found. During functional test, nda testing was performed. Customer reported problem was not duplicated. Using in house psi pressure test, the occlusion was found to be within specification of 9psi-27psi. Due to alarms found in event history log, the downstream sensor and air detector were replaced as a preventative measure. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the device failed occlusion. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.